Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4137990. D4. Medical device expiration date: 31-may-2025. H4. Device manufacture date: 16-may-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 34 tubes from 2 different lots cracked after samples were centrifuged and frozen. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation from lot numbers 4137990 and 4166344. A visual examination of these photos revealed damage with cracks in the bottom and sides of the tubes, which appeared to have frost on them and were frozen. The instructions for use on the evacuated blood collection system state that the tubes should be stored at 4-25°c (39-77°f). The exact cause for the customer¿s failure mode could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 34 tubes from 2 different lots cracked after samples were centrifuged and frozen. There was no health impact or consequences reported.